Event description:
The customer reported that the heartstart mrx¿s external paddles were not working due to a damaged cable. There is no indication of patient involvement.

Manufacturer narrative:
Customer evaluated device.